Event description:
Customer reported receiving readings of 312 mg/dl and 177 mg/l on his precision xtra blood glucose meter, which was higher than he felt. He further reported self-dosing with an unknown amount of insulin in response to the readings and subsequently experienced lightheadedness, diaphoresis and tremulousness, which resulted in a loss of consciousness. Customer was unable to state when this event occurred, but he thought it was in (B)(6) 2010. Paramedics were called, administered glucose via an intravenous infusion and transported customer to a local healthcare facility. Customer was diagnosed with severe hypoglycemia and treated with additional intravenous glucose. Customer also self-treated by drinking juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.